Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low impedance on the left ventricular (lv) lead. The alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.